Event description:
Additional information was received from the manufacturer representative (rep) that the next appointment with patient and healthcare provider (hcp) is upcoming. It is unknown if surgical intervention was planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient deep brain stimulation implantable pulse generator (ipg) was unable to connect to the device with the communicator, nor the managing practitioner. Over discharge was suspected as the device had not been charged for a few months. Over discharge protocol was initiated and completed, and impedance testing was performed via clinician tablet. Following these interventions, the patient was able to connect and charge the device. Battery will remain off due to out of range impedances and has a follow up appointment scheduled with a surgeon in the future. See manufacturer report #3004209178-2025-02808 and #2182207-2022-01009 for previously submitted reportable event.